Manufacturer narrative:
(B)(4). Product not returned for eval. Most likely underlying root cause is: strip issue.

Event description:
Customer complaint of blood result reading of "lo". Customer states that she is feeling fine but has a high level of anxiety. No medical attention is needed. Customer had food/drinks 2 hours ago (a sandwich and water) and medication 8 hours ago. Customer states that her normal range is 110 mg/dl 2 hours after eating and between 98 mg/dl and 119 mg/dl fasting and unk before meals. Customer opened the container of test strips on (B)(6) 2015. Customer stores the strips in the bedroom. Customer has not had any recent changes in lifestyle or medication. Ran back to back blood test 85 mg/dl and 83 mg/dl. Last 5 results are: lo, on (B)(6) 2015 at 6:21 pm; 113 mg/dl on (B)(6) 2015 at 10:27 am; 92 mg/dl on (B)(6) 2015 at 6:15 pm; 77 mg/dl on (B)(6) 2015 at 4:37 pm; 119 mg/dl on (B)(6) 2015 at 10:35 am. No adverse event reported.

Manufacturer narrative:
Prod not yet returned for eval. (B)(4).